Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail reporting two tampons had the leak guard braid break completely, as though cut, as she was removing the applicator. No injury was reported.

Event description:
Consumer sent e-mail reporting two tampons had the leakguard braid break completely, as though cut, as she was removing the applicator. No injury was reported.

Manufacturer narrative:
10-jun-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.